Event description:
It was reported that the device was giving patients low spo2 in the 80 and when the doctors and nurses send the patient to the emergency room, they get a call from the emergency room stating the spo2 was 93. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was not returned, and no photographic/diagnosis evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Therefore, the complaint is not confirmed. If we receive the device, we will reopen the investigation for further evaluation. Based on the reported problem, the most probable cause is a usage error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.